Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the event requiring medical intervention cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On june 10, 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient had an area of folliculitis on the right side of the scalp. The hcp recommended the application of warm compresses. During a follow-up visit on (B)(6) 2026, the patient was evaluated for an inflamed, erythematous area with bloody purulent discharge. Folliculitis and mild cellulitis of the right scalp were also noted. The patient was prescribed oral doxycycline 100 mg for ten days and temporarily discontinued optune gio therapy. On (B)(6) 2026, the patient continued to experience scalp wounds. It was reported that the patient had resumed optune gio therapy; however, treatment was subsequently discontinued due to scalp soreness. During a physical examination on (B)(6) 2026, folliculitis with erythema was observed; however, no discharge was present. The patient was prescribed silver sulfadiazine 1% cream. Attempt was made to contact the prescribing physician; however, no reply was received.